Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06922391 that an ar-400sag drill attachment is not functioning properly. Discovered during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. During evaluation, drive shaft is seized, head claw screw is damaged from drive shaft eccentric screw. Head shell and housing have multiple scratches/scuff marks. Unable to service as some parts are not available. The complaint allegation has been confirmed.

Manufacturer narrative:
Additional information: g3, h3, h6. During evaluation, drive shaft is seized, head claw screw is damaged from drive shaft eccentric screw. Head shell and housing have multiple scratches/scuff marks. Unable to service as some parts are not available.